Event description:
A pt reported experiencing hypoglycemia while using a fasttake meter. In 2001, pt was experiencing perspiration and seizure. Pt does reportedly have a seizure when the pt's blood glucose is low. For 2 hours, pt had blood glucose readings on the ft meter, which "did not match" how the pt was feeling. Paramedics were called and found pt's blood glucose 30mg/dl on their meter of unknown brand. Pt was transferred to emergency room where the pt was treated for low blood glucose before being released. No further info was provided.